Manufacturer narrative:
Quality engineering evaluation revealed the presence of air in the balloon. It is possible that proper preparation techniques were not applied as specified in the IFU. It was noted that there were no indications in the complaint that any device issues were found during preparation. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a stent procedure after another stent was removed, the multi-link was inserted across the lesion and inflated. Upon removal, it was discovered that the stent came off the delivery system partially expanded and hanging off the distal end of the system. Reportedly no pt injury was associated with this event.